Event description:
A homecare provider stated that their patient informed them that the power cord of their hc608 CPAP humidifier had damage where it plugged into the unit. The patient stated that there was smoke and burning marks on the outside of the unit by the socket, but that when a new power lead was attached the unit functioned normally. No patient consequence was reported.

Manufacturer narrative:
The returned unit was inspected visually and performance tested using an alternative power cord. The unit was then opened up for further investigation. Results: smoke stains were observed on the external casing above the power cord inlet of the CPAP humidifier device. The power cord plug was melted where it attached to the device. Internally there were no signs of any damage. The unit started and worked with the new power cord. We have received on other complaint of this type for this product. Conclusion: the manufacturer of the power cord concluded in an investigation report that prolonged bending of the lead had caused the failure at the plug. This prolonged bending stressed the wire strands at the crimped joint, causing them to break gradually and finally resulted in arcing that melted the copper strands as well as the pvc over-molding. The hc604 is designed to the electrical safety standard. The materials used in the thermoplastic components of the mains connector and the cases are flame retardant. Our equivalent product in the us is designed to the standard, for both hc604 and power cord.